Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers did not lower. Troubleshooting was performed, but the issues continued to occur. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult to open or close (gripper actuation - single). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close from this lot. Based on the available information and returned device analysis, the cause for reported difficult to open or close cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.d4: catalog number was updated to cds0702-xt